Event description:
A caller reported experiencing a cgm error, specifically error 42, with their g6 sensor. Support provided detailed instructions on how to reset the pump, and the caller was guided through this process successfully. After the reset, there was no recurrence of the cgm error. The caller was able to start their sensor session successfully, and there was no adverse impact to the customer's blood glucose level.